Event description:
It was reported that customer experienced difficulties with software updates due to a damaged usb port, which prevented a secure connection. There was no adverse impact to the customer¿s blood glucose level. Efforts were made to troubleshoot, and there is consideration of contacting the customer to assess the need for a refurbished or replacement pump. Customer service attempted follow up but was unable to leave a voicemail.